Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Main component of the system and other applicable components are: product ID 37711, serial # (B)(4), implanted: (B)(6) 2007, product type implantable neurostimulator.

Event description:
Information was received from a family member/friend regarding a patient who was implanted with 2 neurostimulators for failed back surgery syndrome. It was reported that the patient¿s two devices had become inactive because they had been dead more than 3 times. It was asked when the first and second potential overdischarges occurred but the caller did not know. The 3rd potential overdischarge occurred in (B)(6) 2016. The caller was trying to reach a representative to reset them. It was reviewed that if the device had 3 potential overdischarges then the device would not restart. It was noted that the devices had been implanted for 9.5 years. The patient did not have a health care professional (hcp). Hcp listings were provided. No patient symptoms were reported. There were no further complications reported at this time.